Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient profiled medications were going into wrong account with same identifiers. A technical support specialist (tss) found that the duplicate patient profiles with the same medical record number (mrn) and visit identification (ID), where one profile was marked as admitted and the other as preadmitted. The customer confirmed that the admitted profile was the correct one. Then the tss advised the customer to coordinate with their admit discharge transfer (adt) team to send a discharge message for the incorrect profile and re-route orders to the correct admitted profile. The customer acknowledged the guidance and later confirmed that information technology (it)/meditech team for further handling, stated no additional support was required, and granted permission to close the case. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient medications were crossing into a pre-admit account with identical identifiers and needed to be directed to the admin account. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.